Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, resumed insulin delivery on their own, and was instructed by support to continue using the pump. They were advised to call back if the malfunction code recurred, which the customer understood.